Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon opening the pulse generator package and interrogating the device to update cyber security, the alert message "the device was programmed to emergency pacing value" was shown. Despite of confirming parameter, the setting was nominal and emergency vvi setting was not confirmed.

Manufacturer narrative:
Device image revealed that device was programmed to evvi mode and device output confirmed the evvi settings when it was received. Device was reprogrammed to nominal settings, and analysis performed indicated normal device characteristics.